Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a battery out limit alarm and off no power alarm. The customer's blood glucose was around 410 mg/dl at the time of incident. The customer stated that they did not receive a low battery alert prior to off no power alarm. The customer stated that the batter out limit alarm occurred during normal use. The insulin pump will not be returned for analysis.